Event description:
Offset impaction handle and impaction platform both broke upon impaction. Case type: tha surgical delay- =15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Product identification: the returned product was confirmed to be a shell impaction platform, p/n 206270, l/n 45030116 and RMA 263628. Inspection: visual inspection confirmed that the product's housing was broken in half where the button, pin and housing interface. Refer to attachment. Product history: review of the device history records indicate 103 devices were manufactured and accepted into final stock on 03/31/2016 for lot 45030116. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270, lot number 45030116 shows zero number of complaints related to the failure in this investigation. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been zero ncs or capas associated with the product and failure mode reported in this event. Conclusion: visual inspection confirmed that the product's housing was broken in half where the button, pin and housing interface. Part investigation confirms reported issue.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Offset impaction handle and impaction platform both broke upon impaction. Case type: tha. Surgical delay- =15 minutes.